Manufacturer narrative:
After further evaluation, the suspect medical device was changed from clinical chemistry magnesium list 07d70-21 to architect c8000 analyzer list 01g06-11 (both manufactured in abbott manufacturing, (B)(4)). MDR 1628664-2013-00108 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Event description:
The customer observed falsely elevated magnesium results for one patient on the architect c8000 analyzer. Mg results initial = 5.4 repeat 2.0 meq/l. This patient had always had normal mg in the past. There was no impact to patient management reported.